Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral mastopexy; central mound, using a full vertical and horizontal t incision. 1 piece of galaflex used, cut into rectangle. Concomitant procedure was fat grafting. On (B)(6) 2019, delayed wound healing; bilateral breast imf was reported. Patient had wound debridement and dressing changes. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned - remains implanted.